Event description:
During surgery the video equipment used for photography and recording failed to work properly causing a delay. Limb tourniquet inflated prior to identification of video problems, causing extended time for tourniquet. Total tourniquet time two (2) hours. Potential for tissue necrosis. Patient doing well - no apparent sequela.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.